Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the suture wires broke after insertion. The implant could not be removed from the bone, so it was necessary to drill a new bone hole and use an additional implant to complete the procedure. There were no significant delays or patient complications reported as a result of this event.